Event description:
It was reported the customer had an upload anomaly. Customer requested assistance with uploading their insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Displayable history check failed on startup alarm noted on alarm history screen due to corrupted history file. Unable to upload to carelink pro due to corrupted history file. Unable to verify data on unit due to unable to upload to care pro due to corrupted history file. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.